Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having low blood glucose between 45 mg/dl and 80 mg/dl which began on (B)(6) 2016. Customer was working on settings with healthcare professional. Customer also reported of having high blood glucose of 425 mg/dl. Customer declined troubleshooting for both high and low blood glucose.